Manufacturer narrative:
H3: product analysis :evaluation determined that the reported malfunction of overheating couldn't able to perform due to insertion p roblem. It was also noted that distal bearings were misaligned, internal tube of bearings were corroded and laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It reported that the attachment was overheating. There was no patient or staff impact reported. Additional information received on evaluation stating that the distal bearings were misaligned made this event reportable.